Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermittent occlusion alarm occurred and that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was "high" on cgm. Customer did not address the elevated bg level. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.